Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter device could not be fully inserted into the attachment device. It was further determined that an unidentified broken cutter was stuck inside the cutter lock spindle. It was further determined that a piece of cutter was found inside the locking mechanism. The piece of the cutter device was examined using a 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition of the cutter device. It was determined that the piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number could not be identified. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use, which is user misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a maintenance check, it was observed that the attachment device would not lock the cutter device. During in-house engineering evaluation, it was observed that the cutter device could not be fully inserted into the attachment device. It was further determined that an unidentified broken cutter was stuck inside the cutter lock spindle. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.